Event description:
A medtronic representative reported an issue with navigated trial views aligning incorrectly in spine 2.0.1. During medtronic engineering testing, it was noted that "true ap¿ and ¿true lateral¿ are the images that are aligned to the specific anatomy where the work is being done, and can change at any level. When doing a non-navigated direct lateral interbody fusion (dlif), true ap and true lateral images are used to verify the position of the trials. With navigated dlif, the software should be able to generate the equivalent of a true ap and a true lateral by using the trajectory views, however, depending on the orientation of the scan, the instrument sometimes appears to be in an uncommon oblique angle. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation has not been completed at the time of this report.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.